Event description:
Covidien received information stating that an 840 ventilator generated a device alert that rendered it into an inoperable state. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the solenoid valve. The customer reported that they were not able to duplicate the alleged malfunction. The customer reported to have replaced the solenoid valve and performed all calibrations and extended self testing on the device. The unit passed all tests. Covidien reference: (B)(4).